Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her child experienced elevated blood glucose levels reaching 499 mg/dl while wearing a pod longer than 48 hours. The patient was taken to the hospital and diagnosed with complications from diabetes. Patient had experienced a "feeling heavy" sensation and was treated by activating a new pod and by injection as well as being given IV fluids. The patient was able to return home the same day. (B)(6).